Manufacturer narrative:
Investigation/conclusion: the monitor and unused testing strips associated with the complaint were returned for investigation. Functional and thermistor testing were performed on the returned monitor with passing results. The monitor memory was reviewed. The customer's inratio inr result of >7.5 was present in the monitor memory on the reported date of occurrence. The impedance curve associated with the customer's result was determined to be normal in shape, not exhibiting a weak slope or other abnormalities. The customer's complaint was not confirmed during in-house testing. Retain and returned strips tested on the returned monitor met accuracy criteria. A review of the entire in-house testing for lot 370105ar was performed and found that the lot met criteria; no product deficiency was established for this lot. The manufacturing records for the lot were reviewed and the lot met release specifications. Although improper techniques were identified in the complaint which may have contributed to the unexpected result observed by the customer, a root cause could not be determined. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller (end use) alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2016, in ratio inr: 7.5, laboratory inr: 2.8. Therapeutic range: 2.0 - 3.0. The time between testing was approximately one (1) hour. The caller reported that he had tested on the same finger four (4) times and received error messages. On the fifth time, he received the 7.5 result. Additionally he reported "milking" his finger after the finger stick. "Milking" the finger and multiple finger sticks performed on the same finger are considered improper techniques when performing the inratio test. Historical inratio inr results: (B)(6). There were no warfarin dosing changes made after these results. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Correction: investigation/conclusion updated: the monitor and unused testing strips associated with the complaint were returned for investigation. Functional and thermistor testing were performed on the returned monitor with passing results. The monitor memory was reviewed. Although the customer reported an inratio inr result of 7.5 a result of >7.5 was observed in the meter memory on the reported date of occurrence. The inratio system has a pt measuring range of 7 to 75 seconds (0.7 to 7.5 inr units). An inr value greater than the measurable range will result in an inratio inr value of >7.5; a discrete value will not be displayed. The impedance curve associated with the > 7.5 inratio inr result was determined to be normal in shape, not exhibiting a weak slope or other abnormalities. The customer's complaint was not confirmed during in-house testing. Retain and returned strips tested on the returned monitor met accuracy criteria. A review of the entire in-house testing for lot 370105ar was performed and found that the lot met criteria; no product deficiency was established for this lot. The manufacturing records for the lot were reviewed and the lot met release specifications. Although improper techniques were identified in the complaint which may have contributed to the unexpected result observed by the customer, a root cause could not be determined. Based on the information available, there is no indication of a product deficiency and no corrective action is required.